Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4.5 months after the dental implant was placed in ada site 5, the implant had not yet achieved osseointegration. Clinician reports the patient has diabetes and is a smoker. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4.5 months after the dental implant was placed in ada site 5, the implant had not yet achieved osseointegration. Clinician reports the patient has diabetes and is a smoker. The product will be forwarded to the manufacturer for investigation. There were no reported complications.